Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false positive results with two samples from one donor tested with the cobas® mpx - 480t assay on a cobas 6800 analyzer. (B)(6) 2025: the initial result was hiv reactive. (B)(6) 2025: the repeat with a new blood draw was non-reactive. Additionally, the serology result was negative.

Manufacturer narrative:
The investigation determined that the initial hiv-reactive result can most likely be attributed to a very low viral load, near or below the test's limit of detection (lod). A low viral load sample can be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate and therefore the results will vary between reactive and non-reactive. Also, it cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency. No product problem was identified.